Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery (cfa) was attempted using the perclose proglide device after an interventional procedure. Reportedly, after suture deployment, hemostasis was not achieved. Manual arterial compression was applied and 5ml of protamine was administered. Hemostasis was achieved after 15 minutes. After approximately one week, the patient returned with no pulse in the groin area. The target groin was surgically opened and the proglide sutures were found on the posterial side of the cfa. The cfa was totally occluded with thrombus; thrombus was found distal and proximal to the puncture site. A cut down was performed with arteriotomy and thrombectomy. The physician believes that the foot of the proglide captured arteriosclerotic tissue from the posterior wall of the artery resulting in knotting just the posterior wall. He also stated that the knot being in the arterial lumen may be the cause of the turbulences and thrombus. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness for the perclose proglide have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event. Without the device analysis, a conclusive cause for the reported suture capturing the posterial side of the common femoral artery (cfa) could not be determined. Needles may capture the posterial side of the common femoral artery (mislocated suture) and cause an occlusion due to a number of factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, a final inspection is performed on all proglide devices and a sampling of finished devices is destructively tested to verify the functionality of the device. Failure to maintain adequate foot position against the inside of the anterior wall upon deployment may result in a mislocated suture and cause the suture to capture the posterial side of the cfa resulting in an occlusion. Reportedly, the foot of the proglide captured arteriosclerotic tissue from the posterior wall of the artery resulting in knotting just the posterior wall and the knot being in the arterial lumen may be the cause of the turbulences and thrombus. Patient anatomical conditions may have contributed to the reported suture capturing the posterial side of the cfa. Femoral angiogram revealed mild calcification. The patient also has a history of peripheral vascular disease and prior arteriotomy in the target groin. The proglide instructions for use indicates that the safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The reported calcification may have played a role in the reported experience. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Two photographs of the deployed perclose proglide sutures in the common femoral artery (cfa) were provided. Each photograph shows the cut down procedure with the suture from the perclose proglide isolated and held by a surgical tweezers. The bulk of the suture appears to be located outside of the cfa although based on the report that the knot was thought to be in the arterial lumen, there is the expectation that a portion of the proglide suture is within the vessel proper. No thrombus or other clot is noted likely having been removed by irrigation prior to the photographs being taken. The photographs support the report that the suture was engaged in the posterior wall of the cfa. The reported suture visible within the cfa may have promoted the thrombus development noted at the time of the cut down.